Event description:
The manufacturer received information alleging a ventilator's pressure was erratic. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue. During the evaluation, a ventilator inoperative condition occurred. The device's blower motor and system board were replaced to address the issue. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.